Event description:
It was reported that an ilet user encountered an ¿unable to proceed¿ message during a supply change, consistent with a motor stall and consecutive stalled motor alarms associated with the motor component; the user removed all supplies, completed a dry run, replaced supplies, and delivery resumed. Symptoms included hyperglycemia and headache. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed findings consistent with a mechanical jam in the motor component and an assembly problem. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.